Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent ongoing low blood glucose (bg) levels. The customer¿s blood glucose (bg) level was displayed as both ¿low¿ (specific value was not provided) and 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bgs. Recommendation was made to consult with a healthcare provider regarding diabetes management.